Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected battery power loss alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not dropped and received replace battery now alarm. The customer's blood glucose level was unknown. The customer did not receive any low battery alert's prior to replace battery now alarm. The customer received second occurrence of replace battery now without a low battery warning. The customer stated that the battery cap was not loose, cracked or damaged. The insulin pump will be returned for analysis.